Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure and sternal closer, the unit had detection issue where a lap sponge was in a stainless steel bowl and the wand, when waived over the bowl, did not detect the sponge.